Event description:
Per the clinic, the patient experienced severe subjective pain, discomfort, intermittent drainage and an infection around the abutment. Subsequently, the abutment was removed on (B)(6) 2025. The internal fixture remains.